Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned condition. A 0.014 inch reference guidewire could be introduced with no unusual friction. During the investigation the balloon could be inflated and deflated within the specified maximum deflation time without noticing any irregularity. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for use. Upon inflation of the orsiro stent the delivery balloon was hard to remove. Eventually the delivery balloon was removed with force.